Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness with some broken skin from the patient scratching the area. There was no alleged device malfunction contributing to the irritation. The patient reported she believes the irritation is caused from a side effect of her medications and not the equipment. The patient used benadryl and the medical outcome is unknown. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness with some broken skin from the patient scratching the area. There was no alleged device malfunction contributing to the irritation. The patient reported she believes the irritation is caused from a side effect of her medications and not the equipment. The patient used benadryl and the medical outcome is unknown.